Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post pacemaker implant device check, the electrograms detected on the atrial and ventricular leads were reversed. On (B)(6) 2020, the patient received a new pacemaker and the leads were plugged into the correct ports without further incident. The patient was discharged from the hospital in good health after the procedure.